Event description:
It was reported that during a stenting treatment procedure, stent deployment and withdrawal difficulty occurred. The patient presented with an occlusion to the internal carotid artery due to a dissection. The lesion was reported to be over 40mm long with a reference vessel diameter of 6.0mm. The lesion was first predilated and a 4-9x40mm adapt stent was deployed. However, due to the length of the lesion, the artery was still not open so a 40mm adapt stent delivery system was advanced to treat the remainder of the lesion. The stent delivery system was positioned, but friction was encountered when attempting to deploy the stent. It could not be deployed. Upon removal resistance was encountered as the device was stuck to the wire. The wire and the stent delivery system had to be removed as a together. Once removed from the patient it was noted that the stent remained on the stent delivery system, but the but the device could not be separated from the guide wire. Examination of the stent delivery system revealed that the outer sheath was broken. At that time, the procedure was terminated. There were no patient complications and the patient condition post procedure was reported to be stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of an adapt stent delivery system (sds) with a guidewire frozen inside the lumen. The distal end of the outer sheath had numerous kinks and damage which is consistent with navigating through a tortuous lesion. The outer sheath, between the monorail port and the distal tip was stretched and necked down and measured 5cm longer than a standard outer sheath. There was a tiny hole in the wall of the outer sheath between the distal markerband and the end of the sheath. A stent strut was protruding from this hole in the outer sheath. There were no defects noted on the distal end of the sheath other than where the stent was protruding from the sheath. The appearance of the protruding stent strut was smooth and did not appear to have any sharp edges. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deployment and withdrawal difficulty occurred. The patient presented with an occlusion to the internal carotid artery due to a dissection. The lesion was reported to be over 40mm long with a reference vessel diameter of 6.0mm. The lesion was first predilated and a 4-9x40mm adapt stent was deployed. However, due to the length of the lesion, the artery was still not open so a 40mm adapt stent delivery system was advanced to treat the remainder of the lesion. The stent delivery system was positioned, but friction was encountered when attempting to deploy the stent. It could not be deployed. Upon removal resistance was encountered as the device was stuck to the wire. The wire and the stent delivery system had to be removed as a together. Once removed from the patient it was noted that the stent remained on the stent delivery system, but the but the device could not be separated from the guide wire. Examination of the stent delivery system revealed that the outer sheath was broken. At that time, the procedure was terminated. There were no patient complications and the patient condition post procedure was reported to be stable. This product is only ous approved but it is similar to an approved us device.